Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the itrak 3500l system had no image on the monitor prior to a case. The system had to be rebooted and the system worked fine. No patient injury was reported.